Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information (device evaluation) can be found in the following section: h10. The monopolar curved scissors was evaluated by the engineering team on (B)(6) 2022. The engineering team confirmed the initial findings of instrument blade tip melted. Similar blade damage was previously attempted to be replicated by intentionally energizing an in-house instrument with the highest settings on the metal wrist of another instrument. The in-house instrument blade tip similarly became melted. While the in-house replication exhibited more thermal/burn marks, it is possible that the customer had different settings compared to the in-house experiment. It is likely that the user energized close to another metal instrument resulting in a melted tip. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. The damage can also be as the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Manufacturer narrative:
The monopolar curved scissors instrument was analyzed and found to intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "the instrument had chip on its tip". Failure analysis found the primary failure of blade melted to be related to the reported complaint. For clarification, the instrument was found to have one of the blades melted at the tip, appearing to look like a chip. The root cause was attributed to user. The instrument was transfer to engineering for further investigation. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. A review of the site¿s instrument logs revealed the instrument was last used on (B)(6) 2022 on system (B)(4). With 9 uses remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: failure analysis determined that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing that, the monopolar curved scissors instrument had chip on its tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: it was reported that this issue was found during central processing and there was no associated procedure or any patient involvement regarding the issue. There were no images or patient demographics available.